Event description:
The port was flushed with saline prior to commencing day 3, cycle 7 of a phase iii trial of paclitaxel. Pt complained of acute discomfort at site of port, swelling observed. Sinogram performed with demonstrated leakage from port into surrounding tissues. Port was removed. Fracture of catheter observed approx 2 cm from port. Believed to be due to "blow out" i.e. Pressure had been exerted on the tube in an attempt to clear a blockage.